Event description:
Reportedly, the ventilator suddenly switched from power pac battery to backup battery after the pt switched the operation from ac power to battery. The ventilator was then connected to the cigarette socket. However, it did not recognize the dc power. Later, when the ventilator was reconnected to ac power, the unit recognized the external power and power pac battery. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.